Manufacturer narrative:
The complainant indicated that the device will not be returned for evalaution; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch 8736212 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The initial inflation was to 8 atms for 15 seconds. The lesion was located in the non-tortuous, 90% stenotic and calcified 1st diagonal branch. The maverick2 monorail balloon crossed through the struts of a cypher stent in the left anterior descending artery (lad). The procedure was completed with another of the same devices. There were no reported patient complications, and patient status was reported as 'good.'